Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor electrode was left under his skin. Blood glucose level of the customer was unknown. The customer stated that the when he was about to change sensor the senor fractured while in the body. The customer also stated that he did not received any medical treatment as a result of the sensor fracture and it is still in the body. Sensor will not be returned for the analysis.